Manufacturer narrative:
The product is not available for evaluation and testing. The report received from the sapphire indicated that the patient had a precise 9 x 40 stent successfully implanted during the index procedure. An 8 mm angioguard embolic protection device was used for the procedure. The physician reported experiencing difficulty removing the angioguard device after deployment of the stent. The device was successfully removed finally. Debris was noted to be present in the capture basket upon inspection after removal. The patient had no neurological deficit upon leaving the angiographic suite post-procedure. Discharge data the following day indicated an nih stroke score of 0 and modified rankin score of 0 with no adverse event. Antiplatelet medication included pre, intra, and post procedure and discharge aspirin and clopidogrel. No additional information was available. The patient was asymptomatic for the index procedure. Medical history included clinical copd, history of smoking (>5packs of cigarettes), hypertension (systolic>140, or diastolic>90, or requiring medication) with additional high risk criteria of age greater than 75. Great vessel variant was indicated as a common origin of the left common carotid artery and the brachiocephalic artery. The eccentric ulcerated lesion was reported to be a 95% stenosis, 25 mm length, eccentric, ulcerated, 8.0 mm reference diameter, moderately calcified, and severely tortuous. The lesion was pre-dilated followed by implantation of the precise stent. The residual stenosis was 0%. The angioguard was not returned for analysis. Lr packaging l/n # 04405957, 70209530 per lake region report (B)(4): lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 04405957 which corresponds to cordis angioguard lot 70209530. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available clinical information, the severely tortuous vessel characteristic is a factor that may have contributed to the reported difficulty withdrawing the angioguard through the stent. The device is not available for analysis; however, with review of the device history records, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
The report received from the sapphire indicated that the patient had a precise 9 x 40 stent successfully implanted during the index procedure. An 8 mm angioguard embolic protection device was used for the procedure. The physician reported experiencing difficulty removing the angioguard device through the stent. The device was successfully removed finally. Debris was noted to be present in the capture basket upon inspection after removal. The patient had no neurological deficit upon leaving the angiographic suite post-procedure. No additional information was available. The patient was asymptomatic for the index procedure. The target lesion was the common origin of the left common carotid artery and the brachiocephalic artery. The lesion was reported to be: a 95% stenosis, 25 mm length, eccentric, ulcerated, 8.0 mm reference diameter, moderately calcified, and severely tortuous. The lesion was pre-dilated. The residual stenosis was 0%.